Event description:
ER nurse - latex allergy (ige mediated). Increase in rash. Accommodated by placing at entry desk to triage pts to ER vs urgent care. Continued with symptoms (hives) and was removed from clinical setting. Now working in business office doing chart audits off hosp campus.